Event description:
It was reported that approximately four months post implant,  the suture sleeve of the right atrial (ra) lead had been broken. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.